Event description:
Related manufacturer reference number: 2017865-2022-13814. It was reported that the patient presented for a follow up with right ventricular (rv) and left ventricular (lv) leads that were dislodged due to a patient fall. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedural damage. The lead was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.